Event description:
The customer reported, the display was blank.

Manufacturer narrative:
The customer reported the display was blank. Based on the customers report, we are considering this a malfunction. We cannot determine the cause from the available information.